Manufacturer narrative:
Patient identifier: (B)(6). Manufacturing site: although the most recent manufacturing site for uphold lite is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). Study name: (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced urinary tract infection and was treated with macrobid. The infection was resolved on (B)(6) 2017. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device. On (B)(6) 2018, the patient experienced a lower urinary tract infection. She was treated with macrobid and the event was resolved on (B)(6) 2018. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device. Additional information received on july 28, 2020. The events of uti are present at the patient's baseline and are not worsening in severity or frequency.

Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced urinary tract infection and was treated with macrobid. The infection was resolved on (B)(6)2017. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device. On (B)(6)2018, the patient experienced a lower urinary tract infection. She was treated with macrobid and the event was resolved on (B)(6) 2018. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device.

Manufacturer narrative:
The patient ID is (B)(6). Problem code 2120 captures the reportable event of urinary tract infection. Study name: u8090 uphold lite. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The patient ID is (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced urinary tract infection and was treated with macrobid. The infection was resolved on (B)(6) 2017. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.